Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging, a date/time issue with their onetouch ultra2 meter. The customer care advocate (cca) was unable to reach the patient for follow up questions from the medical surveillance specialist regarding this complaint. The patient alleged that the product issue began 6 months prior to contacting lifescan. The patient was not taking any medication to manage their diabetes when the product issue began. The patient now takes insulin but it was unclear if the patient is on a fixed dose or a sliding scale. The patient denied developing any symptoms due to the product issue. The patient stated that they visited their doctor on (B)(6) 2015. The patient stated that the doctor gave them novalog insulin, but it was unclear if this was administered during the appointment or if it was a change to the patient's usual prescription. The patient also mentioned that a few months prior, they were in hospital and obtained a blood glucose reading of 800mg/dl. At the time of troubleshooting the cca walked the patient through the steps of setting up the meter. The cca also walked the patient through the correct testing technique. The alleged issue was resolved with training. Medical surveillance was unable to reach the patient to clarify if they believed the device contributed to the reported adverse event. Medical surveillance believes it is unlikely that the time/date issue contributed to the event because the blood glucose monitoring was able to be conducted as usual. Although no evidence of a device malfunction or defect was discovered, this complaint is being reported because the patient experienced a hyperglycemic event while using the subject meter.